Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial resection and lobectomy procedure, at the second firing, the surgeon started firing the device, however it stopped at the half way. He removed the cartridge from the tissue, and noted the stapling incomplete. The surgeon said that the tissue was thick due to interstitial pneumonia. Replaced by another device, and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. The clamping mechanism was deformed and there were sub flush pushers. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.